Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing reference number: 2017865-2021-02194, 2017865-2021-02200, 2017865-2021-02203. It was reported that the patient has deceased.¿¿there is no known allegation from a health care professional that suggests that the death was device related.¿¿the cause of death was congestive heart failure.¿¿no additional information was reported.